Event description:
On (B)(6) 2025, the user reported a lowest blood glucose of 61 mg/dl while using the ilet system. The user noted that app alert tones did not play as expected, though pump notifications and alerts were active. The user consumed orange juice, and glucose subsequently returned to range. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.